Manufacturer narrative:
The received sample was found in the inner blister without cover foil. It was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. The complaint history was reviewed two years back. It showed 14 comparable complaints. The device history record for the affected lot was reviewed by the manufacturer. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. It cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case and 14 related complaints within a time range of 24 months, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps would not open during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the forceps issue occurred during a vitrectomy ilm peel, macular hole repair with gas/fluid exchange procedure to the patient's right eye. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.